Event description:
The manufacturer received a voluntary medwatch (mw5149875) in reference to a dreamstation device. There is an allegation that a replacement device that was sent to a patient, has black spots around the tubing connector and the reservoir cover. The patient also alleges that they are having reoccurring headaches in the mornings. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5149875) in reference to a dreamstation device. There is an allegation that a replacement device that was sent to a patient, has black spots around the tubing connector and the reservoir cover. The patient also alleges that they are having reoccurring headaches in the mornings. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the first attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Evaluation method code, evaluation result code, and conclusion code has been updated.